Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts. Customer¿s blood glucose value was between 95-105 mg/dl. Reportedly, the power source alerts cleared.